Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline vantage with shield was returned within shipping box; within a sealed plastic bio-pouch; and within a dispenser coil. ¿visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline vantage with shied braid were found fully opened and slightly frayed. In addition, the middle section of the braid was also found fully opened and no damage. No defects were found with the tip coil, distal marker, arms or with the proximal bumper. No other anomalies were observed. ¿testing/analysis: n/a ¿conclusion: based on the returned device, the pipeline vantage with shield was not confirmed to have failure to open at the middle section as the pipeline vantage with shield braid appeared fully opened and no damage. However, the cause for damage could not be determined. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. There was no non-conformance to specification identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline stent failed to open in the middle section is two places. The patient was being treated for an unruptured, saccular, symptomatic giant cavernous segment rica aneurysm. The max diameter was 25 mm and the neck diameter was 11 mm. The distal landing zone was approximately 3.0 mm and the proximal landing zone was 5.0 mm. Dual antiplatelet treatment was administered. The angiographic result post procedure was good.  Pipeline was chosen based on the sim<(>&<)>size simulation. Due to the difficult anatomy and wide proximal vessel size 5.0 was selected. Pipeline opened distally but later was rotated/ribboned and failed to open in two places in the middle part. Despite many attempts to push/pull and resheath partially stent didn't open properly. The middle of the pipeline was placed in a sheath. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. After removing the whole system second attempt with ped3-4,5/30 + 5,0/16 telescope approach was successfully conducted. No symptoms were reported.  Ancillary devices: rist sheath, sofia guide catheter, xt-27 pre-shaped microcatheter

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.